Event description:
The following has been reported: biomed reported: 'pump problem' patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 3 leak failure. The failure was determined to indeed be pneumatic in nature but it was the air compressor that failed. During initial evaluation the pump alarmed after a failed pneumatic charge attempt. The air compressor made an abnormal whistling sound. The pump was reverted to manufacturing mode and underwent pneumatic hardware testing which it failed consistent with a bad air compressor, not valve 3. No other damage was identified internally.